Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.